Event description:
The consumer reported that the patient had right lower quadrant of the abdomen pain starting 3 to 4 weeks ago. This was due to a sudden change in therapy or symptoms in (B)(6) 2016. The patient needed an MRI and they were trying to see if the pacer was right or if it was something else causing the pain. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.